Event description:
Customer reported that his wife's precision xtra blood glucose meters have been "giving low readings" while the "glucose level is actually high" and she was in the hospital because of the "incorrect readings". He reports a reading of 80 mg/dl, but does not provide a comparison reading. He reports she was taken to a local hospital and diagnosed with diabetic ketoacidosis. However, the customer states she was treated with "candy and sweets." In addition, the caller mentions more than one meter in his readings complaint, but there is no information given on the second meter. There is no report of death or permanent impairment in this case.

Manufacturer narrative:
The products have been requested for investigation and a follow-up will be submitted once results are available.